Event description:
C-cc-wd - waveform dampened or inaccurate mtk-0906-017 (B) (4) pressure waveform over-damping was observed right after starting catheterization. Evaluation only..

Manufacturer narrative:
Device has not yet been returned for evaluation.

Manufacturer narrative:
Customer report was not confirmed. Received one single dpt with attached pressure tubings. Dpt zeroed and sensed pressure accurately. Pressure reading were also stable during testing. Electrical testing showed that both input impedance and output impedance met specifications. No visible defect was found at dpt cable connector.